Event description:
It was reported that there was an alert for a shock lead impedance (sli) measurement greater than 125 ohms. The sli had reportedly been rising gradually. It was also noted that there were a few episodes of stored noise oversensing, which resulted in anti-tachycardia pacing. Technical services suggested to bring the patient in to break down the shock vectors. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.